Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported; therefore, no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the hospital via ambulance with blood glucose reading at 300-700 mg/dl and that he in a comatose state. He was also vomiting. At the hospital, he was placed on an infusion drip. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The pod was received with the cannula deployed. Investigation of the drive mechanism showed a malfunction of the sma wire assembly; the hook peg leg was catching on top of the left hook switch cup, causing the timeouts seen in the data. The exact cause of this malfunction could not be determined. The top ratchet retainer pin was noted to be dislodged. It could not be determined when this occurred. It could not be conclusively determined whether these findings contributed to the reported high blood glucose. Lot release records were reviewed and the product lot met all acceptance criteria. Correction: lot number changed from unavailable to l43941. Expiration date changed from unavailable to 12/05/2019. Sequence number changed from unavailable to (B)(4). Model no changed from 14810 to 19191. Unique identifier (UDI) changed from unavailable to (B)(4). PMA/510(k) # changed from k122953 to k162296. Device mfg date changed from unavailable to 06/05/2018.